Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition but did find that the tubing ID label was missing from the pump. The reported condition was verified. The device was found out of specification. The customer reported ec 345 was reproduced. A review of the event history log identified system error 345 alarms. The cause was determined to be a failing upstream thermistor. The upstream sensor was replaced as well as the tubing ID label to correct the problems. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.